Event description:
The account alleged that a pt was trying to move the bed by standing at the foot end of the bed and pushing on the footboard. The account alleged that while pushing on the footboard the footboard came off the bed and the pt fell. The account did not have the serial number of the bed but they checked the footboard and the bed and both were functioning as designed. The account alleged that the pt was bruised.

Manufacturer narrative:
The tech investigated and found that the account was unable to provide the exact bed. The tech noted on a similar bed, the footboard had to be lifted four inches in order to come away from the bed. The account stated that the pt went to move his bed to get a chair out of the corner. The brakes were set, so he attempted to lift up on the foot end of the bed slide it. The footboard came off and the pt lost his balance and fell backwards onto his buttocks. The account stated there was no injury due to the fall.